Event description:
It was reported that a screw broke during a surgery and the tip of the screw remains in the patient's bone.

Manufacturer narrative:
Additional information received from the distributor regarding user facility and surgeon.

Manufacturer narrative:
Additional information requested from the health care facility but not yet received. The product return is anticipated but not yet received. A supplemental MDR will be filed when/if additional information is obtained for this complaint file. File 1 of 1.